Event description:
At approximately 6:19 pm, a fire alarm was activated on (B)(6) which housed 21 patients. The patient in (B)(6) was safely evacuated and all other patients were evacuated. Fire appeared electrical in origin related to something at head of bed. Hill-rom bed, light, and call bell system will be evaluated. Hill-rom horizon system 1000 chase installed in 1994.